Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative reported that they covered a case on the day of this call where they replaced the lead due to migration. The cause of the lead migration was reported as unknown. The representative stated that they did not change out implantable neurostimulator (ins) and only put in new lead. The patient wasn't getting therapy so health care provider (hcp) brought patient in. When doing anterior/posterior fluoro analysis on the day of this call they found lead had pushed forward and migrated. There was no report of patient falling or trauma. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.